Manufacturer narrative:
Notification of event was received from the event law frim as result of a claim.

Event description:
In 2001: patient receives abdominal aortic aneurysm graft. Implant proceeds normally and graft is placed without incident; however, during closure, the physician observed dissection of a small femoral aneurysm in the right groin. The physician removed the thrombus, and the femoral artery was replaced with a graft. Subsequent examinations confirm no leaks. In 2006: patient presented with severe hypertension. An abdominal CT showed a lesion consistent with significant stenosis. The patient had an area of the aneurysm above the superior portion of the graft. Further examination revealed an endoleak arising from growth of the aneurysm.